Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9800 system has intermittent power problems. It was noted that when the system is plugged into outlets the alarm beeps. There was no report of pt injury.